Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the pump black box data showed a drastic voltage drop. During a visual inspection of the pump, the battery compartment was observed to be cracked between the keypad cover and the case seal. No evidence of moisture was found inside the battery compartment. During testing, the idle and sleep electrical current draws were found to be out of specifications. The pump case was removed and moisture corrosion was found inside the pump. The cgm module was disconnected from the printed circuit board and the pump¿s current draws returned to specifications. High current draw on the cgm was confirmed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.